Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device defective. Reportedly, the sewing ring started to fall apart as the sutures were placed into it. The device was not implanted.